Event description:
Voluntary medwatch form received noted that the right ventricular lead displayed oversensing of noise. Insulation degradation was suspected. The lead remains in service. No adverse patient effects were reported.